Event description:
Per biomed, staff says that during ventilation, they were getting a low o2 alarm, that was the only issue reported by staff, mainly getting the alarm at 100% oxygen setting. During this the patient passed away.